Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic surgery of liver, the subject device was used. In the procedure, the probe of the subject device broke off and fell into the patient. After the breakage, the device did not work. The procedure was switched to open surgery since the user didn't have a spare device for laparoscopic surgery. There was no further patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was separated into two parts at the screw section. The male threads of the distal part of the probe were flattened. Most of the glue applied to the threads was missing. The remaining glue was discolored. The manufacturing record was reviewed and found no irregularities. Omsc presumes that the event occurred due to the following occurrence mechanism. The glue applied to the screw section deteriorated due to the repeated use for a long period of time. The glue peeled off due to forces applied to the device during handling or vibration of ultrasonic activation. The peel-off of the glue caused loose connection of the probe. The male threads were hit against the female threads when the device activated ultrasonic vibration. The male threads were flattened. The distal part of the probe detached at the screw section and fell inside the patient. The instruction manual of the device has already warned as follows; confirm that the probe, the sheath and the sonosurg ge sheath attachment are free from rust, dislocation, cracks, looseness, dents or bends.